Event description:
A power on reset was noted for the left deep brain stimulator. The next day the right system was in a power on reset condition. The field rep suspected an unknown source of electro magnetic interference. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200900327.